Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump did not work. Customer was vomiting, thirst, blurred vision and unable to walk. Diagnosed diabetes ketoacidosis. The blood glucose reading at the time of the event was over 500 mg/dl. Hospital treated with insulin and fluids. The current blood glucose reading was 197 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.